Manufacturer narrative:
The investigation into the limb ischemia issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical data reported, the cause of the limb ischemia issue was patient condition related to classified vessel condition.

Event description:
The user facility reported a 63-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Prior to surgery ccu bedside nurse reported left leg was pulseless. The physician evaluated limb and in the or and was uncertain if limb was totally occluded from impella placement. After transfer patient continued to decompensate and with a questionable limb, the decision was made to place ECMO and replace the femoral cp with an impella 5.5 via axillary insertion.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.